Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently multiple cartridges leaked. Customer was unable to recall further information regarding the event. There was no reported impact to customer's blood glucose.